Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result 4.5; repeat result 2.2. The caller indicated that these two results were taken within 10 minutes of each other on different hands. They also stated that the physician withheld their coumadin dose for 3 days based on the inratio2 result of 4.5. There is no indication of a lab value that corresponds with either of the results on (B)(6) 2012. The caller provided a list of results observed since beginning testing in (B)(6) 2012. No info was provided concerning time frames between collection dates and times. The values provided were as follows: lab draws: 1.8, 2.2, 3.7, qc lo, 4.5, 2.2 (with the last 2 results within 10 minutes of each other on different hands as noted above). There is no indication that lab values are direct comparison to meter results.

Manufacturer narrative:
Investigation pending.